Event description:
It was reported that an asymptomatic patient was seen at the medical center for a post-op checkup. The pulse generator exhibited a diagnostics anomaly, the device showed an elective replacement indicator. A firmware download cleared the elective replacement indicator alert and normal device function resumed. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.